Event description:
It was reported the battery does not charge. It is unknown if the device was in use on the patient; however, no harm was reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal:(B)(6). Reporting institution/reporter phone (B)(6).

Manufacturer narrative:
The field service engineer (fse) determined the battery needed to be replaced. The fse replaced the battery, and the issue was resolved. It was reported that there was no patient involvement.